Event description:
It was reported that the 9600 sys would not boot up and another sys had to be brought in for the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure replaced a worn and kinked interconnect cable. The sys was tested anf found to be working as intended and placed back into svc.